Event description:
Patient was revised to address poly wear and osteolysis. Loosening at the cement/bone interface was also reported; however, competitor cement was used in the primary surgery. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. The investigation could not draw any conclusions regarding the reported osteolysis based on the information provided. The investigation could not draw any conclusions regarding the reported polyethylene wear based on the lack of the product to examine; however, wear of a polyethylene knee device after sixteen years implantation should not be unexpected. Based on the inability to confirm the reported wear or identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.